Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection the atlas device was returned with the concurrent sl-10 complaint. The stent was seen to be partially deployed from the distal tip of the microcatheter. The swd was returned within the microcatheter. The sdw was seen to be kinked/bent. The stent was seen to be deformed. There was dried blood seen on the distal area of the sdw. There was no introducer sheath returned. During functional inspection the sdw was advanced to deploy the stent from the microcatheter distal tip. There was resistance felt trying to advance but applied a bit of extra pressure and the stent deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use on the patient and the stent was prepared as per dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The introducer sheath was properly inserted in the microcatheter prior to transfer and the rhv was open enough to allow passage of the device without damage. It was reported that the atlas stent was unable to be advanced through a 45° excelsior sl-10 microcatheter due to unknown friction. The damage noted to the returned device is indicative of the reported event. Based on the event description and the analysis, the ar code can be confirmed. The as reported code stent difficult/unable to advanced and the as analyzed codes stent deployed prematurely during use, sdw (stent delivery wire kinked/bent), stent deformed will be assigned 'procedural factors' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent deployed prematurely. There were no clinical consequences to the patient reported as a result of this event.